Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert. The blood glucose was unknown at the time of the incident. Customer also reported the multiple insulin pump errors. They are unsure if the drive support cap is protruded, loose, sticking out or flush. Customer declined troubleshooting for the multiple insulin pump errors. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however compromised force sensor system alarm during prime or compromised force sensor system alarm test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to verify displayable history crc check failed on startup alarm and excessive no delivery alarm due to compromised force sensor system alarm noted. The motor was tested outside of the device and passed. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label and cracked belt clip slot.